Manufacturer narrative:
MFR ref number (B)(4). Baxter received and evaluated the complaint. Further eval was unable to reproduce an undetected upstream occlusion. Upstream occlusion testing was performed per the spectrum preventive maintenance procedure with the device passing. The device was recalibrated to ensure proper detection.

Event description:
During baxter's functional testing, a device failed to detect an upstream occlusion when an occlusion was present. There was no pt involvement as this occurred during testing.